Manufacturer narrative:
No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation.

Event description:
It was reported that the consumer is having problems with irritation/infection at the insulin inoculation site when using the bd¿ thin wall pen needle. The following information was provided by the initial reporter, translated from italian to english: the girl has problems with irritation/infection at the insulin inoculation sites.